Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was unknown. The customer explained the alarm and possible causes. The customer was assisted with entering finger stick value. The customer was explained the calibration was still pending when the pump lost communication with transmitter. Customer was advised to continue sensing. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close. The customer was advised there may be larger differences after meals. The current blood glucose value is 158 mg/dl. The current sensor glucose value is 302. The sensor glucose and blood glucose is not within acceptable range. The customer was explained that the sensor may be responding to changes in glucose and advised sensor will be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient reported via email that she inserted another sensor, and again it bled. The patient had to replace the sensor because there was so much blood. The patient asked to have the sensors replaced due to having so many issues.